Manufacturer narrative:
(B)(4). The dexcom g4 platinum continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6) 2016 that the patient experienced a skin reaction on (B)(6) 2015. The sensor was inserted into the buttocks on (B)(6) 2014. Reaction was described as inflamed skin that became a sore and was located underneath the adhesive. On (B)(6) 2015, the patient's mother took the patient to the dermatologist due to the skin reaction. The dermatologist prescribed hydrocortisone 2.0 steroid ointment to counteract the symptoms. At the time of contact, the patient's condition was normal. No product or data was returned for investigation. However, a photograph of the skin reaction was provided for evaluation. The reported event of skin reaction was confirmed. A root cause could not be determined.